Manufacturer narrative:
The device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x3.0mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 3.00x38mm promus element long drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and it was noted that the tip of the stent struts was kinked. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x3.0mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 3.00x38mm promus element long drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and it was noted that the tip of the stent struts was kinked. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
The device is a combination product. Device evaluatedy by MFR.: promus element, mr, ous 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on first distal strut which is slightly lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.